Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: posterior bilateral arthrodesis, l5-s1. Posterior pedicle screw fixation bilateral l5-s1. Interbody cage placement, l5-s1. Interbody fusion, l5-s1. Posterior decompressive laminectomy with gill p procedure. Harvesting of local autogenous bone for bone grafting. Use and supervision of fluoroscopy for pedicle fixation; for pre-op diagnosis of: grade 1 spondylolisthesis congenital defect , l5-s1. Per-op notes: the entire loose posterior element of l5 was removed. Using fluoroscopy pedicle screws were placed within pedicles of l5 and s1. Disc material was removed and 11mm x 30mm crescent shaped cage filled with bmp. Bmp was placed first anterior to the cage within the first disc space. Followed by actual placement of cage. C-arm pictures showed everything in excellent position. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.